Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after inserting the lead into the ventricle, electrical potential was measured but nothing could be obtained except for waveforms, which was identified as noise. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.